Event description:
It was reported that a programming wand could not establish communication. Replacing the 9 volt and checking that the handheld was not connected to the ac power was performed but the issue prevailed. The product was returned to the manufacturer and underwent product analysis. Product analysis revealed that the serial cable from the programming wand had intermittent conductors which produced communication errors. Replacing the serial data cable with a known good serial data cable resolved the communication issues.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.